Manufacturer narrative:
The electrodes were returned to zoll medical corporation for evaluation. The investigation determined that a jumper wire (self test wire) within the electrode was disengaged, keeping the self test from initiating. This type of failure does not disable the electrode from delivering therapy when attached to a defibrillator. This is a malfunction which only impacts self test of the electrode with the defibrillator. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the associated device displayed a "poor pad contact" message via these electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.